Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call the insulin pump alarmed stuck button and a high blood glucose event. The customer¿s blood glucose was 30.4 mmol/l at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude and the time was not advancing. Customer's parent also reported that the customer had experienced a high blood glucose of 30.4 mmol/l and treated with insulin pump, went down to 24.0 mmol/l then 13.0 mmol/l and 22.0 mmol/l and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.